Manufacturer narrative:
Customer service walked through removing the faceplate and cleaning the diaphragm with the customer and also advised her to purchase new accessories for use of the pump in the future. Contact with this customer since her initial call to customer service has been unsuccessful. We will continue to try to get in touch with this customer. There is no indication of a pump malfunction, therefore, it cannot be definitively concluded that the pump caused or contributed to the mastitis. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. We will monitor complaints for similar issues and will initiate a CAPA as necessary.

Event description:
The customer reported to customer service that she was exclusively pumping to feed her baby, doing so every 2.5 to 3 hours since her baby was born, and she developed an infection (breast abscess). She went to the dr who told her the infection could have been caused from using the pump a lot. She had surgery on both breasts and was prescribed antibiotics. She is no longer using the pump, but would like to use it in the future and would like to know if there is a way to disinfect the pump.